Event description:
Boston scientific received information the implantable cardioverter defibrillator (ICD) of this patient was set to value other than monitor plus therapy. Additional information received from the field representative indicates that the device was turned off with unknown reason; it was then turned back on. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.